Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the anchor broke during the procedure. All pieces were retrieved.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: misfire. Probable root cause: design, inadequate raw material selection for screw, design geometry too sensitive to withstand clinical impaction loads, screw/driver interface not designed to maintain proper assembly. Process: screw or driver not manufactured to specification, incorrect material used during manufacturing, screw and driver not assembled to specification. Application: excessive force or leveraging of the screw against the bone, inadequate assessment of bone quality, pilot hole not prepared. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the anchor broke during the procedure. All pieces were retrieved.